Event description:
The caller had been helping a pt with her blood glucose testing. When the testing was complete, the contact attempted to remove the lancet from the lancing device. She pushed the lancet into the protective cap, per the instructions for use. When she attempted to remove the lancet, her fingers slid down the lancet, the protective cap fell off, and she was stuck by the needle. The caller followed her facility guidelines for needlesticks and she disposed of the used lancet.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.